Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that a configuration loss alarm had occurred, causing the device to shut down during self-test printing. The rse guided the customer to change the system settings, after which the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint on the heartstart xl device indicating that the system shut down when printing.